Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 146 mg/dl , 152 mg/dl and 422 mg/dl. Customer decline troubleshoot for high blood glucose. Customer states she noticed her blood glucose was super high and then she got a no delivery again. Customer states the alarm happened last night and then this morning and this morning she changed her site and reservoir. Customer reports event was resolved by changing complete set (infusion and reservoir). Customer does not have product in question to return. The insulin pump will be returned for analysis.